Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level, however the customer was unable to provide the exact value. The customer disconnected from the pump. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 130 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.